Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03391. It was reported that the patient experienced ineffective therapy after a fall a few months ago. Reprogramming did not resolve the issue. Surgical intervention was undertaken on (B)(6) 2018 to resolve the issue.